Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review, and the event log files captured power cable disconnect/low power hazard/no external power alarms while connected to the mobile power unit (mpu) on 06jan2025 from 0:02 to 0:06, caused by power to the mpu being interrupted, and the alarms resolved after the mpu regained power. It was assumed the mpu had the v-lock connector on its ac power cord, but unknown. It was unknown if the ac power cord came loose from the wall outlet or the back of unit, unknown if there were any environmental factors that would have affected ac power during the event, and unknown if the mpu was exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 11 days (02jan2025 ¿ 13jan2025 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on 06jan2025 from 00:02:31 ¿ 00:06:41 which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. The driveline was disconnected on (B)(6) 2025 at 14:45:17 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 22jan2025 stated it is unknown if the mpu has a v-lock, and that the cause for the loss of power is unknown. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.